Event description:
During preventative maintenance of the device, the user reported that the threads in the roller slide that the shoulder screw tightens into was stripped. Since the event occurred during preventative maintenance, there was no patient involvement during this event.